Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was found on the catheter tubing. The sheath was not returned for evaluation. A kink was found on the catheter tubing approximately 76.2cm from the iab tip. Additionally, a kink was observed on the inner lumen approximately 48.3cm from the iab tip. The one-way valve was returned. The guidewire was not able to be removed using a set of pliers without causing additional complications to the iab. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The one-way valve was vacuum tested, and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was removed from the t-handle, the iab membrane became unraveled. The iab could not be inserted through the provided 8 fr. Sheath despite negative prep. They then attempted to insert the iab through a 9 fr. Sheath but this was also unsuccessful. They then inserted a 40cc iab through the 9 fr. Sheath to provide therapy. There was no patient harm or adverse event reported.